Event description:
The bridge attached to the pulmonary artery (pa) catheter broke. This caused the end of the yellow (distal) lumen to break as well, necessitating the removal of the line. Fracture of the bridge is unusual (like weakness in production of piece). No unusual force or torque used when manipulating the bridge. No harm to the patient, he was doing well and the device was left out.